Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that broken needle/catheter occurred with a 20g x 1.16in (1.1 x 30 mm) insyte autoguard. The following information was provided by the initial reporter, "it was reported that the catheters have led to injection issues with CT contrast injectors. Per response email: the issue we saw an unexpected very high rate of pressure reading on our injector during injection. The IV setup was working fine when pre-testing by hand flush ¿ it was verified after the high rate incident that the IV was still functional and patient, by again , flushing it by hand. Per email: hey (B)(6). I need some of your detective skills. They are having issues with their CT contrast injectors spiking pressure, both of them, so it is a really strange thing. Friday the CT supervisor, myself, and two others did multiple rounds of tests trying to reproduce the pressure issue with ivs, clave connectors, saline and the injector syringe kits. We were able to reproduce a spike on the very first on, but never again. We all were at a loss and said the mark to go ahead and use the injector on inpatients. Saturday the event reproduced on a ed patient. We are wondering if it may be the IV. Is there anyway to find out if all of our eds use the same ivs? It is weird that it is happening to both injectors."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken needle/catheter occurred with a 20g x 1.16in (1.1 x 30 mm) insyte autoguard. The following information was provided by the initial reporter, "it was reported that the catheters have led to injection issues with CT contrast injectors. Per response email: the issue we saw an unexpected very high rate of pressure reading on our injector during injection. The IV setup was working fine when pre-testing by hand flush ¿ it was verified after the high rate incident that the IV was still functional and patient, by again , flushing it by hand. Per email: hey (B)(6). I need some of your detective skills. They are having issues with their CT contrast injectors spiking pressure, both of them, so it is a really strange thing. Friday the CT supervisor, myself, and two others did multiple rounds of tests trying to reproduce the pressure issue with ivs, clave connectors, saline and the injector syringe kits. We were able to reproduce a spike on the very first on, but never again. We all were at a loss and said the mark to go ahead and use the injector on inpatients. Saturday the event reproduced on a ed patient. We are wondering if it may be the IV. Is there anyway to find out if all of our eds use the same ivs? It is weird that it is happening to both injectors."